Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient continuously dislocating his shoulder. The greater tuberosity, along with other bone, were causing impingement which led to the dislocations. The bone was removed during surgery and the glenosphere and the poly liner were exchanged. The revision was not related to implant failure.